Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on right plunger case and battery door. Customer?s reported issue was not duplicated during power-up. The root cause of the reported issues was determined to be due to auxiliary control unit watchdog is a sympathy alarm it's sympathizing with the primary audible alarm post error. It does not affect the functionality of the pump. Base not responding is an advisory alarm caused by user powering the pump off within five seconds after powering. Actions taken to mitigate the reported issue: replaced speaker for preventive measure. Repair was not needed for base not responding (non-issue). Performed power up process and all functional testing which passed.

Event description:
It was reported that base not responding and auxiliary control unit watchdog event occurred. No patient injury reported.